Event description:
A malfunction was reported on the customer's pump, prompting concern. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. In response, technical support arranged for a replacement pump to be sent to the customer, who acknowledged instructions for receiving and returning the faulty pump. The customer lacked a backup insulin therapy and planned to consult a healthcare provider, while also being informed about the software update and necessary steps related to the pump's operation and storage.